Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high compared to feelings. The readings were 259mg/dl, 178mg/dl, and 189mg/dl. No reported symptoms of high or low blood glucose. A medical professional was contacted for advice, no treatment given. The customer care rep performed troubleshooting and the control solution test did not pass. The test was repeated and did not pass. There is indication the product malfunctioned. The meter and test strips were replaced and return is expected.